Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 15mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 20 atmospheres. The device was removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).